Manufacturer narrative:
Update tp b4, g3, g6, h2, h3, h6 and h10 for the no product return evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the device was not available for return, no visual, functional, and dimensional testing, as well as imaging evaluation was able to be performed. The IFU for edwards commander delivery system, device preparation manual, procedural training manual, and the supplement to edwards sapien 3: valve-in-valve patient screening and procedural training manual (mitral position) were reviewed. Thickness or bulging of intraventricular septum is part of the patient screening overview. No IFU/training deficiencies were identified. As the complaint for inability to cross the septal all was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The complaint was unable to be confirmed due to the unavailability of the device/applicable imagery. Due to the device not being returned for further evaluation, a potential manufacturing nonconformance was unable to be identified. A review of the device history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the guide was lost, prior to crossing the mitral valve due to difficult maneuverability in transeptal approach.' Difficulty crossing the septal wall can be caused by the following factors: flexing delivery system incorrectly, orienting e-logo incorrectly, patient anatomy not accurately assessed, user torques delivery system and balloon shaft not locked after valve alignment. Per the case notes, 'the root cause of the difficulty crossing the septal wall with the second ds was that the septum was too thick and fibrous and did not allow the valve to pass.' A definite root cause is unable to be determine at this time however, available information suggests patient factors (patient anatomy) contributed to the reported event of the delivery systems inability to properly cross the septal wall. The complaint was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. A definite root cause is unable to be determine at this time however, available information suggests patient factors (patient anatomy) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time. Control limits are managed and assessed. H3 other text : device discarded.

Manufacturer narrative:
Supplemental report to correct device lot number. Investigation is ongoing.

Manufacturer narrative:
The device was discarded, and it not available for evaluation. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8 percent at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The patient screening and procedural training manual prescribes specific testing to determine suitability for delivering the thv in the mitral position, valve-in-valve. Proper imaging screening includes a good quality echocardiogram, CT (with contrast is preferred) and coronary angiogram; a right heart cath is optional. The manual advises that the measured internal orifice diameters (of the pre-existing surgical valve) may be smaller than the manufacturer's internal diameter and labeled valve size, due to various mechanisms of bioprosthetic valve failure (i.e. Calcification, pannus). Overall assessment and actual internal dimensions of the pre-existing bioprosthetic valve are critical. Specific guidance is given for crossing the interatrial septum: determine adequate puncture location using tee. Perform transseptal puncture using standard techniques under tee guidance. Dilate the atrial septum with a 10-14mm, 40mm length septostomy balloon. Advance .035' guidewire over a guiding catheter into the left ventricle. Guidance is given for guidewire placement as well. Depending on the patient's anatomy, different techniques may be considered for guidewire placement: stiff wire parked and looped in the lv apex, stiff wire snared and externalized the lv apex 'apical rail' or stiff wire externalized through the femoral artery 'av femoral rail'. In this case, there was no allegation of an edwards device deficiency or malfunction. The difficulty crossing the septum was attributed to the septum wall thickness (patient factors), as it was too thick and fibrous and did not allow the valve to pass. A percutaneous snare was needed to facilitate removal of the system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after approximately two years post implant of an edwards magna ease 31mm prosthesis in mitral position, the prosthesis required intervention. The patient presented a low ejection fraction so ECMO support was provided. A mitral prosthesis valvuloplasty was performed without result. The decision was made to proceed with a transseptal tavi with a 29mm sapien 3 valve into the edwards magna ease 31mm prosthesis. The commander delivery system was advanced using a double support guide through the mitral prosthesis. Prior to crossing the mitral valve, the guide was lost and the system was withdrawn and extracted. There were frequent problems with air infiltration from catheters into the ECMO venous system, ventricular fibrillation and tachycardia caused by the presence of the guides in the left ventricle. A new septoplasty with a 14x40 balloon was performed for proper septal dilatation. A new system with a new valve was advanced. System remained blocked at the level of the septum and several maneuvers were attempted to cross the mitral valve without success. Snaring was then performed, using a snare inserted arterially from the aorta without success. Snaring of the delivery system via trans-apical access was finally attempted. It is unknown if this transapical snare attempt was successful. The patient expired due to reduced contractility and prolonged absence of blood flow due to the massive presence of air in the ECMO circuit. The problems were due to the venous cannula of the ECMO circuit creating negative pressure in the inferior vena cava, not an edwards device. As per medical opinion, the root cause of the difficulty crossing the septal wall with the second ds was that the septum was too thick and fibrous and did not allow the valve to pass.